Event description:
It was reported that the insulin pump had an error alarm during the manual prime. Customer also mentioned that the alarm stated that the motor failed. Customer's most recent blood glucose reading was noted to be 3.3 mmol/l and has treated with apple juice. The drive support cap was noted be normal. Customer's blood glucose reading at the end of the call was 8 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The compromised force sensor system error alarm occurred during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.